Event description:
The patient experienced a loss of pain coverage. X-rays revealed the leads had migrated. The lead was explanted/replaced. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B) (4).